Manufacturer narrative:
No patient information provided as no patient was involved. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It failed the mechanical inspection test and did not perform as intended. It was noted the door stays open. The microswitch was adjusted and tested. Imaging system is functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that they are have issues when trying to close the oarm door. "Open door" message appears on the pendant screen unless you push and help a little bit with the hands the door. No patient present at the time of event.